Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device. Further investigation is not warranted at this time.

Event description:
It was reported that the anchor broke inside the patient. All pieces were removed and had no impact on the patient.

Manufacturer narrative:
One 4.75mm healicoil rg sa anchor assembly was returned for evaluation. Visual assessment confirmed the reported breakage. The anchor is missing its distal threads. The broken threads were not returned for examination. The inserters distal tip is bent. The condition of the device indicates the anchor was subjected to excessive force and off axis insertion. Per the devices IFU under precautions ¿use of excessive force during insertion can cause failure of the suture anchor or insertion device. Establish axial alignment of the suture anchor to the insertion site. While supporting the insertion site, rotate the anchor clockwise into the prepared bone hole. Continue rotating the anchor until the indicator line on the insertion device is flush with the surface of the bone¿. Further investigation is not warranted at this time.